Event description:
User facility reported that while inserting the novasure device into the uterine cavity, a perforation occurred. No further intervention was required.

Manufacturer narrative:
The device involved in this event was not returned; therefore, an investigation was unable to be performed. A review of the manufacturing records for the identified lot revealed no abnormalities related to the reported information. All devices within this lot have passed final testing prior to release. No further information could be obtained thus no conclusion can be drawn for this event. According to the IFU under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36) although designed to detect a perforation of the uterine wall, it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.